Manufacturer narrative:
(B)(4) after several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with a clip formed properly between the jaws adhered by dried body fluids. This condition caused that the last clip could not be fed as intended; a clip with gap was released. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clips would not hold after placing. No more details. Another like device was used to complete the procedure. There were no adverse consequences for the patient.